Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. An olympus field service engineer (fse) was dispatched to the user¿s facility when the customer initially reported the issue. The device was returned to an olympus repair facility, where the reported issued could not be duplicated and the unit was returned to the customer with no further action taken. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment. Concerning the precautions for connecting the video connector, the following is stated in the instruction manual: before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image disappeared. The user canceled the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.